Manufacturer narrative:
Qn#(B)(4) device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided a peel-away sheath / dilator assembly with a bent dilator tip and the sheath tip pushed back. The observed damage indicates that excess resistance was encountered during insertion. The provided instructions state to pre-dilate the puncture site if necessary and not to withdraw the dilator until the sheath is well within the vessel to reduce the risk of damage to the sheath. A device history record review was performed with no relevant findings. Since the observed damage indicates that excess resistance was encountered during insertion, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion, the clinician could not advance the sheath/dilator as the sheath became frayed when attempting to advance through the patient's skin. As a result, a separate bard sheath introducer was used to complete the procedure successfully. There was no delay in treatment and no patient death or complications reported. Follow up information from the sales rep states the clinician did not perform a skin nick prior to insertion.